Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-sep-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the technical support specialist (tss) confirmed that the customer requested for case closure as the customer meant to click hardware related and would open case again. No further information available.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es b6s-es_main 6-a3 user was unable to recover or remove the cubie. A read, write, or invalid cubie memory error was reported. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.